Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence caused by urethral atrophy. A smaller cuff was implanted during this procedure. There were no patient complications reported.